Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 01/01/2016; test strips are past open expiration date. The meter memory was reviewed for previous test result history: (B)(6). Customer states the meter read 271mg/dl and 225mg/dl back to back.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016; test strips are past open expiration date. The meter memory was reviewed for previous test result history: (B)(6). Customer states the meter read 271mg/dl and 225mg/dl back to back.